Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent hysterectomy due to stress incontinence. It was reported that following insertion the patient experienced pain, erosion, dyspareunia and vaginal scarring. It was reported that patient underwent repair of mesh concurrent with pelisoft placement on (B)(6) 2009 for mesh erosion and failure of synthetic mesh post status tvt. Patient also underwent a partial excision of tvt mesh and reapproximation of vaginal mucosa on (B)(6) 2009 for vaginal mesh erosion and failure of synthetic sling mesh post status tvt. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It is also reported that the patient had pelvisoft implanted on (B)(6) 2009. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.